Event description:
Had several seizures while titrating up on suboxone. Had several panic attacks during this time...also had an increase in nightmares (from service-related ptsd) at this time...increase in breathing difficulty, inflamed liver, also a bout of withdrawal serious enough to warrant a hospital visit. Only took 3 days to become dependent on the drug. Serious dental damage- reduced/ wore down my dentures 50% and I also lost 2 implanted posts installed to support said dentures and caused a crater amazed cavity in the only natural molar that remained in my mouth. Was inappropriately diagnosed with oud(opioid use disorder) in the first place (by second opinion). I was using suboxone because I was in extreme pain and it was the only medicine for chronic pain that my va offered. Went off of it and will never go back to it. I made several attempts at suicide many years ago it this stopped after switching to medicine that alleviated a lot of pain. Been taken off of it during "opioid crisis" and eventually ended up on suboxone...I see more possible suicide attempts in the future...its going to be inevitable. Ref report: mw5172983. Pt codes: 1932, 1994, 1816. Device code: 1153.